Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. No intervention was performed. The patient was in stable condition.